Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: humalog insulin is indicated for use with tandem supplies for 2 days.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer requested a bolus to address the issue. There was no adverse impact to the customer¿s blood glucose level.